Manufacturer narrative:
The device was returned intact and functional with light yellowing and some bubbles observed in the gel; the device weighed 3.3g over specification. Updated d8 & d9.

Event description:
Capsular contracture baker grade 3 bilateral left device.